Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Due to persistent pain the tibial insert was removed and replaced with a new one.

Manufacturer narrative:
An event regarding pain involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the reported pain could not be determined. The exact cause of the reported pain could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as the device, and medical are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Due to persistent pain the tibial insert was removed and replaced with a new one.